Event description:
A caregiver reported the customer (a child of 3.5 years) was asleep when adc freestyle libre sensor scan results of 464 mg/dl and 472 mg/dl were obtained and compared to readings of 64 mg/dl and 76 mg/dl obtained on the built-in reader. Customer was treated with a glass of fruit juice and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer (a child of (B)(6) years) was asleep when adc freestyle libre sensor scan results of 464 mg/dl and 472 mg/dl were obtained and compared to readings of 64 mg/dl and 76 mg/dl obtained on the built-in reader. Customer was treated with a glass of fruit juice and no further treatment was reported. There was no report of death or permanent injury associated with this event.